Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer was unable to test blood glucose levels at the time of the call. It was confirmed that the customer had an alternate method of insulin delivery available.